Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor was insterted into the hole, the anchor deployed, then when pushed in black button and attempted to click 3 times it did not work, the internal locking mechanism did not work. No patient injury was reported.

Manufacturer narrative:
The reported magnum 2 device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the internal locking mechanism did not work. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect clinical suture used. Incorrect clinical suture used with the reported device can result in device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the returned magnum2 knotless implant shows a deployed device. The suture is visible and reeled out through the driver. The tip is missing at distal end. There are no manufacturing abnormalities visually observed with the returned instrument. The complaint was not verified as the lock button performed as intended. The root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. The instructions for use (IFU) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.